Manufacturer narrative:
INITIAL 1 OF 5. BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A REPORTABLE COMPLAINT. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER: REPORTING SITE: 8021545. MANUFACTURING SITE: 3003442380.

Event description:
IT WAS REPORTED THAT THE INFUSIONS SET IS VERY DIFFICULT TO DISCONNECT EVENT ON (B)(6) 2026.

Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
Supplemental Report 01.Additional information: This Electronic Medical Device Report (eMDR) is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH10: Related Report Numbers.H11: Investigation summary.Complaint Investigation Results: Electronic Quality Management System (eQMS) search -A query was run in the eQMS on (b)(6)2026 against "Lot Number" "6015791" and Similar Malfunction Codes: Component Defect- Difficult or unable to connect/ disconnect / re-connect Site connector to Cannula Housing, Difficult or unable to connect/re-connect tubing connector to infusion set (cannula part/base piece), Difficult or unable to disconnect tubing connector from infusion set. (Cannula part/base piece). The review confirmed that Lot and the identified failure mode are not associated with any Non-Conformance Report (NCR)or Corrective and Preventive Action (CAPA) of the same or similar nature.Similar Complaints search A query was run in the eQMS on (b)(6)2026 against "Lot Number" criteria equal 6015791 and Similar Malfunction Codes: Component Defect- Difficult or unable to connect/ disconnect / re-connect Site connector to Cannula Housing, Difficult or unable to connect/re-connect tubing connector to infusion set (cannula part/base piece), Difficult or unable to disconnect tubing connector from infusion set. (Cannula part/base piece). The count of complaints is 1. The complaint number is complaint (b)(4).Visual Evidence Review (No photo provided, unable to review): No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.CAPA Determination Assessment:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts)A comprehensive review was conducted, including eQMS queries, similar complaint searches, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for Lot 6015791 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. No photo evidence was provided. Based on these results, no quality system issues were identified. The record will be closed and monitored through routine tracking and trending.Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.To date no additional information has been received. Should additional information become available, a follow-up report will be submittedFDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.